Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported intermittent access to sound with the device when yawning. In situ measurements showed several electrode channels with high impedance, with results fluctuating with closed and opened mouth position. An accident or trauma is not known.